Event description:
During a cataract surgery the lens was inserted into patient's left eye. When positioning the lens, one haptic broke off. The lens was cut and removed from eye and a new lens was inserted.